Event description:
During a check-out procedure at the manufacturer's service center, a "service required" alarm condition related to check circuit was observed. The device was not in patient use. The reported issue was confirmed. The device failed test steps during testing. The device's active exhalation control module was replaced to address the issue.